Event description:
The following information was reported to kci by the physician: v.a.c. Therapy was applied to the incision site. Four hours after v.a.c. Therapy was initiated, the patient developed compartment syndrome in his lower leg. A fasciotomy was performed, however, the patient's lower leg muscle became necrotic. No additional information is available. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis is related to v.a.c. Therapy. It is unknown what medical or surgical intervention was performed for the necrotic issue. No additional information is available.